Event description:
Following bilateral intraocular lens implant surgery, a surgeon reported that an iol was explanted due to pt dissatisfaction. During the explant procedure, the surgeon noted the iol was stuck down to the capsular bag. A zonular rupture, 360 degrees, occurred along with a descemet's dehiscence, vitreous loss and wound rupture. A vitrectomy was performed. The pt was left aphakic. The surgeon was unwilling to fill out the questionaire. There were two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot#. Additional info was requested on 02/13/2009, 02/25/2009, and 02/27/2009 by phone, fax and mail. The surgeon was unwilling to fill out the questionaire.